Event description:
Coopervision received a "request for a vigilance report on a medical device" and the eye care practitioner (ecp) report from (B)(6) on (B)(6) 2014. The report regards an event that occurred on (B)(6) 2014 relating corneal infiltrates and scarring. The event was reported to the mpa by the eye care practitioner as serious and related to the contact lens use. No information on the details of the corneal scar was provided. The patient was prescribed lens rest with a note that the cornea should be able to heal. Additional medical information has been requested. No lot number was provided. The lens has not been returned.

Manufacturer narrative:
Supplemented to correct manufacturer from coopervision (B)(4). New manufacturer number is 2640128-2015-00008.

Event description:
(B)(4)

Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.